Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to high blood glucose levels. The patient experienced sweaty, flu like tired, sleeping and agitated. The patient was initially assisted by spouse by pump. The patient's blood glucose levels were 600 mg/dl with positive ketones and were treated by insulin drip in the hospital. The patient was admitted in the hospital for more than 24 hours. No further information available.